Manufacturer narrative:
(B)(4).

Event description:
It was reported that following angiography after manta deployment, a partial vessel occlusion occurred due to the manta anchor being partially engaged in a side branch of the right common femoral artery. The operating physician performed percutaneous transluminal angioplasty (pta) to restore blood flow. No patient injury, harm, or adverse health consequences were reported. The patient's condition was described as "fine," and the was discharged the following day. No additional medical interventions were required beyond the pta.